Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy problem where the actual residual volume (arv) was greater than the expected residual volume (erv) at the patient¿s last refill. The pump logs were checked which found no problems. They performed a dye study on (B)(6) 2014, the results were not provided. The patient was complaining of pain. The reporter did not know when this started, but was told it had been going on for a while. The patient was reportedly doing good, and that they were increasing their dose. The pump system was being used to infuse morphine (unknown). No specific values for volumes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.